Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The home patient (hp) contacted baxter?s technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 3. The baxter technical services representative (tsr) had the hp cycle the power and then advised the hp to end therapy and finish using manual supplies. Baxter product surveillance contacted the hp on (B)(6) 2011. She said there was air in the line from the collapsed, empty supply bag. The hp stated that she did not see any leaks or anything wrong with her supplies or set up. She provided the lot number for her cassettes (h11e07050), but there were no samples available. Therapy since then has been going well, and her nurse knows about the issues she has been having on her homechoice. This writer spoke with the nurse on (B)(6) 2011, and she was not able to determine the cause of the system error 2240. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded. A lot number was provided, therefore a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.